Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 240 mg/dl at the time of incident and the current blood glucose level was 240 mg/dl. The customer was treated with bolus. The customer alleges that the insulin pump was under delivering because they experienced high blood glucose. Customer reports they did not contact their health care professional regarding the high blood glucose. The device will not be returned for analysis.